Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-26285. The pt has two leads implanted with the same lot number. It was reported the pt experienced pain at her ipg site and she was not receiving effective stimulation. The pt's entire scs system was removed.